Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of connector anomaly was confirmed. The cause of the field event of connector anomaly was due to a damaged septum. The reported field event of high threshold could not be confirmed. Analysis reveals normal characteristics.

Event description:
It was reported that high threshold increased. There was also blood in the connector so the device was not implanted and replaced.